Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: b5 a getinge field service engineer (fse) checked and found that the alarm leak in iabp and tested for safety disk leak >> fail. Proceeded to confirm and check the machine and found that the safety disk was damaged and notified the customer that a price must be offered to replace 1 safety disk spare part, because the machine has been used for more than 5,000 hours and must offer to replace 1 pm kit 5,000 hrs, notified the customer. The machine is located in the medical equipment department. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
It was reported before use by the customer that the cs100 intra-aortic balloon pump (iabp) had a leak in iabp. There was no patient involved and no harm.

Manufacturer narrative:
Updated fields: b4,b5,b6,b7,d10,e2,e3,h6(health effect ¿ impact codes),g3,g6,h2.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had a leak in iabp. There was no patient involved and no harm.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h3, h6 (investigation findings and investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h6 (investigation findings and component codes), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) checked and found that the alarm leak in iabp and tested for safety disk leak- failed. Machine has been used for more than 5,000 hours and must replace 1 pm kit 5,000 hrs, notified the customer. Fse replaced safety disk (d997-00-0985-01) and pm kit 5,000 hrs (d040-00-0147) as part of pm. After replacing the spare parts, the machine was tested and can be used normally.

Manufacturer narrative:
Due to character limitation in e1:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had a leak in iabp. There was no harm or injury.